Event description:
Medtronic received information that 3 years 11 months following the implant of this transcatheter bioprosthetic valve, the patient experienced increased shortness of breath (sob) and fatigue. Three months later stenosis and valve calcification were reported. A high gradient of 43 mmhg was reported. Six months later, the valve was replaced valve in valve with a non-medtronic sapien s3 valve. Of note, one year prior to the valve failure, a gradient of 21 mmhg was reported.

Manufacturer narrative:
Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.